Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors under infused medication to patients. After the expected therapy times were complete, it was observed that only approximately a third of the total volume had been delivered to the patients. The devices had been filled with piperacillin / tazobactam 13500mg in sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from june 12, 2019 - june 13, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.